Event description:
As reported by the user facility: IV pump changed rate to 10ml/hr. In kvo mode - pump alarmed but rn was in other patient room and unable to hear. When rn heard alarm went into the room and saw the levophed dose changed to 10ml/hr. - patient then went asystole at 10:38 & died on the ventilator before being able to terminally extubate.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Information received for this event indicated the patient was maxed out on pressors with poor response. Care plan was for terminal extubation with family present. Dosetrac data provided for the event showed prealarm "vtbi near end" was cleared prior to the event. Per death certificate, cause of death was septic shock secondary to pneumonia and metastatic cancer. The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.